Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the plate broke 4 weeks after surgery. The patient had a lower and upper arm cast after op. New surgery needed.